Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "calcifications with a benign appearance." And "digital mammogram and ultrasound study showing retropectoral silicone implants with intracapsular rupture " "heterogeneously dense fibroglandular parenchyma, with areas of hypo echogenicity suggestive of fibrosis¿ and ¿change in shape, becoming rounder and slightly hardened, breast tissue more flaccid"this is for the left side. The device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Calcification: not observed. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Visibility/palpability: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Additional observations: red encapsulation was observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.